Event description:
During surgery on right ankle fracture tip of drill bit broke off, leaving one piece of drill bit approx 1/2 cm long in right distal fibula. Surgeons unable to grasp/remove tip, determined removing broken piece would be more harmful than allowing piece to remain. C-arm x-ray in use during procedure/attempt to remove.